Manufacturer narrative:
The reported event of oversensing noise was not confirmed. Final analysis found that as received, a partial lead was returned in two pieces for analysis. X-ray, electrical and visual analysis were normal with no anomalies found. All other damages were sustained during procedure.

Event description:
Related manufacturer reference number: 2017865-2023-36407. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular and right atrial leads exhibited noise oversensing. The leads were explanted and replaced. There were no patient consequences.